Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous absolute neutrophil numbers (ne#) generated on the coulter lh 500 hematology instrument for three (3) different patients when compared to the neutrophil number derived by manual calculation. This event occurred over two (2) consecutive days ((B)(6) 2012). This report documents the one (1) patient result that was generated on (B)(6) 2012. The customer also indicated that "rounding" could not account for the discrepancy between the instrument result and manual calculation. The erroneous result was reported out of the laboratory. Customer did not verify the result on another analyzer. The results provided by the customer are shown. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
There was no specimen collection or storage information provided for this event. The samples were processed in the automatic mode. Controls were run before and after the event; values were within acceptable range. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). There was no onsite service dispatched for this event. The customer technical specialist (cts) suggested utilizing the extra digit of precision (user configurable feature) for more accuracy for borderline cases. The failure mode is currently unknown. MDR 1061932-2012-02305, is also associated with this event, which documents the creatinine results obtained on (B)(6) 2012.